Event description:
It was reported that the customer was hospitalized with dka. Family member indicated that the customer had the flu a couple days prior to the incident and problems with the battery longevity. Throubleshooting conducted during the phone call revealed the customer has been hospitalized ten times this year from the same condition. Insturcted to return pump.